Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had lost weight, causing the ipg to move laterally and cause pain and discomfort. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced with a smaller ipg, resolving the issue.